Event description:
It was reported that the device had nuisance air in line alarms. During site visit, it was noted that the nurse would clean the air in line sensor with alcohol to troubleshoot or swap out the unit. Troubleshooting tips provided. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.